Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 31mm 7300tfx mitral valve, implanted in the tricuspid position, underwent a valve-in-valve procedure after an implant duration of 1 year, 3 months due to deterioration, frozen leaflet with severe central regurgitation. The ttvr procedure was performed with a 29mm 9755rsl valve. The patient tolerated the procedure well and was transferred to the observation unit in stable condition and discharged on pod #1. Per medical records, the patient presented with pulmonary hypertension and acute on chronic diastolic heart failure. She appears to have a frozen leaflet of her tricuspid valve. There is no pacing wire impinging on the movement of this leaflet.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), g3, g6, h2, h4, h6 (type of investigation, investigation findings, and investigation conclusions). "It was reported that a patient with a 31mm 7300tfx mitral valve, implanted in the tricuspid position, underwent a valve-in-valve procedure after an implant duration of 1 year, 3 months due to deterioration, frozen leaflet with severe central regurgitation." Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Leaflet immobility or restricted motion has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Leaflet immobility or restricted motion occurring post-procedurally is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified regarding warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. There is insufficient information available regarding patient or procedural factors known to cause or contribute to leaflet immobility/restricted motion. Therefore, a definitive root cause cannot be conclusively determined.